Event description:
It was reported that a remote transmission electrocardiogram showed that the right ventricular (rv) lead was not capturing at every other ventricular pace. The patient is pacemaker dependent and it was recommended that the patient be seen in clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: rvdr01, implantable pulse generator, implanted: (B)(6) 2011. (B)(4).